Event description:
Customer reported a malfunction alarm with code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.